Manufacturer narrative:
The actual sample was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and leaks were observed from all three port tubing welds of the companion sample. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Solution leakage was observed during evaluation of two (2) returned companion exactamix eva tpn bag samples. During functional testing, leaks were observed from all three port tubing welds of both the companion samples. There was no patient involvement. No additional information is available.